Event description:
It was reported that the patient experienced sore while using the purewick female external catheter. The patient did not use the wick for longer than 12 hours. The patient had been using this products for more than 90 days. No medical intervention was reported. Per complainant's statement on (B)(6) 2022, patient no longer using the device. The patient did see a doctor and was prescribed with antibiotic and ointment for the sores that the patient had. Also patient has not used the device in 45 months.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿warnings: ¿ discontinue use if an allergic reaction occurs. Precautions: ¿ always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Recommendations: ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient experienced sore while using the purewick female external catheter. The patient did not use the wick for longer than 12 hours. The patient had been using this products for more than 90 days. No medical intervention was reported. Per complainant's statement on (B)(6) 2022, patient no longer using the device. The patient did see a doctor and was prescribed with antibiotic and ointment for the sores that the patient had. Also patient has not used the device in 45 months.